Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to capture and exhibited low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.